Event description:
Reporter reports via e-mail that customer reported that the extension tube came off from the luer lock during an operation. It happened during the second injection. There was no problem during the first injection. Search of this lot number reveals no similar description.

Manufacturer narrative:
Investigation pending. Mfg is still awaiting product return from distributor. Once product has arrived and the investigation completed, a medwatch 3500a supplemental report will be submitted.